Manufacturer narrative:
H3: product analysis: the customer's complaint could not be confirmed. The nim vital console has been received in good condition, no deviations have been found. H6: initially submitted codes fdm b21, fdr c21, fdc d16 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following anesthesia protocols for these procedures and under experienced surgeons who have been using the equipment for some time, during recent thyroid surgeries, it was possible to record both the vagus and recurrent nerves prior to dissection. However, after about 10 minutes, when the surgeon attempted to stimulate the nerve again, the equipment did not provide a positive stimulus response, even though the type of anesthesia was not changed, there was no thermal dispersion damage, and the position of the tube remained unaltered. We have verified these findings by attending the surgeries and evaluating every detail. It is also true that, during parotid surgeries, successful detection and recording of the facial nerve has been achieved. This issue has only occurred during thyroid procedures. There was no patient impact related to the event. Additional information states that during the total thyroidectomy after performing an initial recording, an attempt was made to apply a new stimulus without removing the component, but no response was obtained. The procedure completed with the same product without being able to obtain another recording. The specimen was removed, and nerve integrity was confirmed by the surgeon through intraoperative visualization. The surgeon observed contraction; however, no stimulus was heard and no waveform was observed on the screen. There were no error message was displayed on the screen.